Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Additional information recieved suggests that this device was explanted.

Event description:
Boston scientific received information that an infection was noted at the pocket site of implantable cardioverter defibrillator (ICD). Antibiotics were given for relief. At this time the device remains implanted.

Event description:
--